Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, environmental chamber testing, and power testing, using a known good battery without duplicating the report. An internal inspection of the device found no discrepancies. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device and batteries were returned to zoll medical corporation for evaluation. The customer's report was observed in returned data during review. The device was tested using returned batteries and was put through extensive testing including defib cycling, bench handling and environmental chamber testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.